Manufacturer narrative:
Investigation summary: the event represented is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as part of an ongoing study of the axsym system by abbott into the causative reason for malfunctions. Results of the investigation yieleded a numberof system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing lines, modifcations to liquid level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifcations for added protection to probes. In addition, abbott has emphasized to our customers that correct operating procedures must be followed to ensure that optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube sizes and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.

Event description:
On 12/10/96, a pt sample was run on the analyzer for the valproic acid and was reported below sensitivity of the assay. The sample had been retested before the results were reported. On the next shift, the account decided to retest the sample and a result of 105 mg/l was received. A corrected report was sent to the physician. No report of medical intervention based on the first reported result.